Event description:
It was originally reported by the customer that the device was displaying a service indicator. There was no report of pt use associated with the reported event. Upon initial evaluation, it was observed that the charge pak, low power and service icons were displayed. It was also observed that the device would not power on.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of the digital pcb assembly. Physio-control further evaluated the failed assembly; however, the cause of the failure was not determined. A replacement device was provided to the customer.